Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The provider states the joystick will not turn the chair to the left all the time.